Manufacturer narrative:
No pre-existing anomaly was detected by the check of the device history records of the lot number involved. This is the first and only complaint recorded on this lot number. A final report will be submitted after the investigation.

Event description:
Revision surgery due to breakage and luxation of the physica ps tibial liner #5 (code 6535.50.510, lot 24bc098, ster. (B)(4)). Prosthesis was implanted on (B)(6) 2024. This event occurred in italy.